Manufacturer narrative:
The rv lead is expected to be returned. Once the product is returned and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that over a month post-implant, this right ventricular (rv) lead exhibited high out of range pacing threshold measurements as the patient developed an exit block. A revision was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection noted that there was a setscrew mark on the terminal pin in the correct location. The helix was in the retracted position and there was dried blood in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.